Event description:
In 2009, the lay user/pt contracted lifescan (lfs) to report the one touch ultra meter was giving the error 2 error message. On october 23, 2009, the sr medical surveillance specialist spoke with the pt to obtain and verify info. One day prior to contact to lifescan at 1:00 pm, the pt noted the reported meter gave the error message error 2 with multiple test strips; she was unable to test her blood glucose level. At 6:00 pm, the pt took 15 units novolog insulin and at 8:00 pm, took her usual does of the oral diabetes medication metformin. The pt took her normal meals, and was not experiencing any symptoms. The next day at 1:00 am, the pt woke up experiencing the symptoms of sweating, shaking, rapid heartbeat and spots before her eyes. The pt attempted to test her blood glucose level with the reported meter, but obtained only the error 2 message. After the attempted use of the meter, the pt administered self-treatment with soda, and felt better afterwards. She did not seek medical attention. The pt takes novolog insulin on a sliding scale. Troubleshooting revealed the test strips were in good condition and the pt's testing technique was correct. The issue was resolved during the troubleshooting telephone call. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter issue, and rec'd treatment with food to alleviate her symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.